Event description:
It was reported that pump displayed malfunction alarm code 12 with associated fault information, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction alarm appeared again, which customer acknowledged and understood.